Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is experiencing difficulty activating the device due to pump rigidity. Phisician states that the ipp presents mechanical issues that does not allow the patient to use it; therefore, a replacement surgery was scheduled to remove the existing prothesis and implant a malleable device. No patient complications were reported.